Manufacturer narrative:
No investigation or root cause analysis could be conducted given that no complaint sample was returned. Given no product has been provided and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem, root cause could not be defined with confidence.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the syringe top detached, causing blood to splash onto the registered nurse while blood was being pushed into the syringe. The splatter reached the wall but did not come into contact with skin or mucous membranes. The reporter confirmed that no harm occurred to either the patient or the nurse.